Event description:
It was reported the spin plate was not mfg correctly, there was no place to secure the t-handle. The surgeon had to remove the peak cage to place another spin cage. A ten minute surgery delay and no harm to the pt was reported.

Manufacturer narrative:
The product was returned for eval. A review of the device history indicates that revision a of the spin plate implant was modified in (B)(6) 2008 which required a corresponding freehand locker instrument change. The surgeon had a revision a spin plate design and was using a revised freehand locker which is not compatible. The likely root cause is that the old configuration spin plate revision a was not compatible with the current freehand locker. Based on the reported info and the investigation results provided integra considers the complaint closed.